Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the severely calcified, moderately tortuous left anterior descending artery (lad). Using a non-bsc guide catheter and a non-bsc guide wire, the target lesion was predilated with a 2.5x12mm maverick balloon catheter. A 2.5x16mm promus element plus stent was deployed in the mid lad and a 3.0x16mm promus element plus stent was deployed at 16atms for 30 seconds in the ostial. While advancing a 2.75x10mm non-bsc balloon catheter to the 2.5x16mm promus element plus stent for postidilation, the physician felt a little resistance passing through the 3.0x16mm promus element plus stent; but was able to postdilate the 2.5x16mm promus element plus stent with no issues.. The 3.0x16mm promus element plus stent was postdilated with a 3.5x12mm non-bsc balloon catheter. The angiography of the 3.0x16mm promus element plus stent appeared to be dark on the top and bottom of the stent, which the physician believed was stent damage. Intravascular ultrasound was performed. The stent did not look fully expanded in the mid portion and there was significant calcium present. The procedure was completed by deploying a 3.0x8mm promus stent in the proximal edge of the implanted 3.0x16mm promus element plus stent to the left main. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).